Manufacturer narrative:
This investigation is ongoing and will be updated upon further information.

Event description:
It was reported that an alert was triggered via remote monitoring due to out of range pace impedance measurements on the right ventricular lead. A review of the data noted that an increase in shock values were noted and more evident in the last three months. No noise was seen. Ts discussed performing a synchronized shock to confirm the lead integrity and the high voltage integrity. Ts noted that in instances where the higher impedance is attributed to patient factors, i.e. Calcification or tissue growth on coil, a delivered shock may return an impedance 30-40 ohms lower than the daily measurement. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing and will be updated upon further information.

Event description:
It was reported that an alert was triggered via remote monitoring due to out of range pace impedance measurements on the right ventricular lead. A review of the data noted that an increase in shock values were noted and more evident in the last three months. No noise was seen. Ts discussed performing a synchronized shock to confirm the lead integrity and the high voltage integrity. Ts noted that in instances where the higher impedance is attributed to patient factors, i.e. Calcification or tissue growth on coil, a delivered shock may return an impedance 30-40 ohms lower than the daily measurement. The lead remains implanted. No adverse patient effects were reported.